Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/10/2019. The manufacturer¿s international service technician confirmed the reported battery problem. The manufacturer¿s international service technician replaced the lithium-ion battery to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
It was reported that during periodic maintenance, the manufacturer¿s international service technician noted that "the date of production on the li-ion battery displayed as asterisk. There was no patient involvement.